Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: 3.8, re-test: 1.1, 2.7. Nurse with maxim healthcare calling from patient's home. Patient is being trained for the first time. The initial result and first repeat were performed with fresh finger sticks on different fingers. Second repeat was performed with a fresh finger stick, but on a finger previously used. Testing was performed within minutes of previous finger stick. Patient was recently switched from coumadin (name brand) to warfarin (generic).

Manufacturer narrative:
Investigation pending.